Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a rupture on the pebax. Initially, it was reported that there was a temperature slope error on the ngen monitor. The cable and catheter were reseated, and the issue persisted. The cable and the catheter were replaced, the issue was resolved, and the procedure was continued. The temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 23-aug-2024, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 23-aug-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax due to a rupture on it. No other damage or anomalies on the device were observed. The temperature and impedance test were performed, and no temperature values were displayed on the screen, due to an open circuit on the connector area. A manufacturing record evaluation was performed for the finished device number lot 31296353l and no internal actions related to the complaint were found during the review. The no temperature issue reported by the customer was confirmed due to the open circuit. The potential cause of the open circuit could not be conclusively determined. The reddish material inside the pebax was not reported by the customer. The potential cause of the broken pebax could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: if the generator does not display temperature, verify that the cables from the catheter to the carto system patient interface unit (piu) and the cable from the carto system patient interface unit (piu) to the generator are properly connected. If temperature still is not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf power; do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).